Manufacturer narrative:
(B)(4). The customer returned a 3-lumen PICC catheter for evaluation. The catheter body tip had been cut and separated prior to returning the sample. The separated catheter tip portion was not returned. The catheter showed evidence of use in the form of dried blood. Visual examination revealed the catheter was ruptured towards the proximal end of the body. The catheter body was split longitudinally and the damage was consistent with over-pressurization. The rupture appeared to be contained within the distal lumen without damaging the proximal and medial lumens (this was confirmed during functional flush testing). Visual examination also revealed that, in a resting state, the catheter body was bent into a 90 degree angle at the location of the rupture. Microscopic examination revealed dried blood in the catheter body lumens at the catheter tip. Cross sectioning of the blocked catheter body revealed the occlusions were due to dried blood. No defects or anomalies were observed with the catheter extension lines or juncture hub. The catheter body was ruptured 55mm from the juncture hub. The rupture in the body measured 9mm in length. The catheter body was cut 16.81" from the juncture hub. Approximately 6.38" of the catheter was cut off based on the nominal catheter body length of 23.1875" per catheter product drawing. The catheter body outer diameter measured 0.080" which is within specification. All 3 of the extension lines were flushed with water to functionally test the catheter for blockages. When the proximal and medial lines were flushed, water exited from the catheter tip as expected. When the distal extension line was flushed, water exited from the rupture in the catheter body. Due to the catheter body damage, the remaining portion (below the rupture) could not be flushed with water. The catheter body was cross sectioned in multiple locations where blockages were observed. In each of the catheter body sections where the dried blood was able to be removed without damaging the catheter wall, the 0.018" lab guide wire was able to pass through distal lumen with minimal resistance. Therefore, the blockages are likely due to dried blood within the distal lumen. A device history record review was performed on the catheter including the catheter body and all 3 extension lines and no relevant manufacturing issues were identified. The cg arrow PICC pressure injectable information log provided with this kit specifies that the max indicated injection flow rate for a 6fr 55cm catheter is 6ml/sec. The customer noted that the media was injected at 1.55cc/sec which is well within the indicated range. The instructions-fo r-use (IFU) provided with this kit also contains specific instructions and cautions related to pressure injection. It notes not to exceed 10 injections, to warm contrast media to body temperature prior to injecting and to ensure patency of intended pressure injectable lumen of catheter prior to pressure injection to reduce the risk of catheter failure. The returned catheter was also found to have a blocked distal lumen due to dried blood. The IFU describes specific techniques for ensuring catheter patency during use. It states to establish and maintain patency by the following methods: flushing intermittently via syringe with heparinized saline or preservative-free 0.9% sodium chloride (usp), continuous drip, positive or neutral pressure device. The customer report of a ruptured catheter body was confirmed through visual examination of the returned sample. The distal lumen of the catheter body was ruptured 5.5cm from the juncture hub and the damage appeared consistent with a pressure related rupture. The flow rate reported by the customer (1.5cc/sec) was well within the indicated range for this catheter (6cc/sec), however, the returned catheter was found to have an occluded distal lumen due to dried blood. Catheter body failure can result from pressure injection into an occluded catheter and the IFU provided with this kit contains instructions for maintaining catheter patency. A device history record review was performed on the catheter and no relevant issues were identified. Based on the condition of the returned sample and the fact that the catheter body was occluded, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: right sided triple lumen PICC placed on (B)(6) 2017 and went for CT power injection on (B)(6) 2017. Positive blood return was documented before power injection at 1.55cc/sec, 20cc injected. CT notified vascular access nurse that the contrast extravisated with pressure injection. Vascular access nurse pulled PICC and found hole/slit at 5cm of PICC. The PICC was trimmed at 42cm. When placed 37cm were internal and 5cm external. The hole in the PICC is right where it would have been at the insertion site. After vascular access nurse pulled the line, she tested with flush and mentioned she was not able to flush any of the lumens.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: right sided triple lumen PICC placed on (B)(6) 20117 and went for CT power injection on (B)(6) 2017. Positive blood return was documented before power injection at 1.55cc/sec, 20cc injected. CT notified vascular access nurse that the contrast extravisated with pressure injection. Vascular access nurse pulled PICC and found hole/slit at 5cm of PICC. The PICC was trimmed at 42cm. When placed 37cm were internal and 5cm external. The hole in the PICC is right where it would have been at the insertion site. After vascular access nurse pulled the line, she tested with flush and mentioned she was not able to flush any of the lumens.